Event description:
It was reported to vyaire medical that the I-time on the 3100a ventilator fluctuates prior to patient use.

Manufacturer narrative:
Vyaire file identification: (B)(4). H3: 81 other - the customer reported that they will not return the defective part/unit for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.